Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a v4 implantable collamer lens. The lens was explanted 5 years after being implanted in the patients eye, due to silicone- oil induced cataract. Phacoemulsification surgery with iol (intraocular lens) implantation was performed. Silicone-oil removal was reported.

Manufacturer narrative:
(B)(4)